Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to gear wheel 3¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative (rep) regarding a patient receiving lioresal (2000 mcg/ml at 500 mcg/day) and morphine (15 mg/ml at 3.746 mg/day) via an implantable infusion pump. It was reported that the patient had a MRI (magnetic resonance imaging) today and when the pump status was checked it was discovered the pump had stalled (B)(6) 2020 with the tube set (B)(6) 2020 and no recovery to date. The patient was currently in the ICU (intensive care unit) and had a change of mental status on (B)(6) 2020. There were no reports of the pump being exposed to any electromagnetic imaging on (B)(6) 2020. The rep reported on (B)(6) 2020 that the pump was scheduled to be replaced on (B)(6) 2020. The rep reported on (B)(6) 2020-jul that ¿the case was cancelled today.¿ additional information was received from the hcp via the rep indicated the cause of the stall/tube set was not determined. The pump was replaced on 2020-jul-26 at 6pm. The issue had been resolved with replacement. The pump was sent in today, (B)(6) 2020. The patient¿s weight at the time of the event was unknown. No further complications were reported.